Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump has no response from the up arrow. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The pump was received with no button response on the down or up arrow buttons due to moisture damage on the keypad traces. Unable to perform the displacement test due to the unresponsive keypad. The pump was received with an air leak during the leak test near the bottom edge of the belt clip rail on the battery tube area. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, moisture damage on the force sensor assembly and moisture damage on all electronic assemblies.